Manufacturer narrative:
The lens was returned in liquid, in lens case/vial. Visual inspection found one haptic torn. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter was unable to provide any information for a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, that was returned to the manufacturer damaged. The reporter stated it was unknown if there was any patient contact and no more information was available.